Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, a 32mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio delivery system (ds). During the procedure, the occluder was deployed twice, but kept presenting in a cobra deformation. It was then also noted that the delivery system tip had became damage at some point, with the tip bending inside itself. The device was never released from the delivery cable. There was no interaction between the occluder any cardiac structures or kinks in the delivery system. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. The patient has been discharged.

Event description:
It was reported that on an unknown date, a 32mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio delivery system (ds). During the procedure, the occluder was deployed twice, but kept presenting in a cobra deformation. It was then also noted that the delivery system tip had became damage at some point, with the tip bending inside itself. The device was never released from the delivery cable. There was no interaction between the occluder any cardiac structures or kinks in the delivery system. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. The patient has been discharged.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.